Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer experienced a blood glucose (bg) level of 448.2 mg/dl and a high ketone level. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with manual injections. Reportedly, the customer was released on (B)(6), 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.